Event description:
Nasal oxygen tubing used in surgical area has a branch off main tubing which allows co2 monitoring in operating room. This branch tubing is very narrow, similar to IV tubing in appearance and has a connector at the end which is compatible with IV connections, although it is oxygen tubing, not for IV use. This branch of the oxygen tubing was connected to a pt's IV tubing after pt was received back to nursing unit from surgery. This resulted in no harm to the pt, but the appearance of the oxygen branch tubing, being very similar to and compatible with IV tubing, contributed to the error. Dates of use: (B) (6) 2010. Diagnosis or reason for use: to monitor co2 during surgery.